Event description:
It was reported that a pump declared a cartridge alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy.